Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) all insulators breached; partial lead in segments was received and analyzed. Both inner and outer insulation breached at the distal end of the lead. The inner insulation is also breached at various other locations. Distal conductor stretched.

Event description:
It was reported that the lead was replaced as part of the device upgrade. The lead subsequently tested out of specification. No patient complications have been reported as a result of this event.